Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the system does not recognize the battery. The fse evaluated the device onsite and it was determined that this was a malfunction of the battery. The fse replaced the battery resolving the reported issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ does not recognize the battery. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.